Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the handpiece overheated. At this time, it is unk if there was pt involvement or adverse consequences associated with this event. Multiple attempts to gather additional info from the customer were unsuccessful.